Manufacturer narrative:
(B)(4). Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the presence of dried blood/body fluid in the helix and helix housing in the neck region, the helix was fully extended. Laboratory analysis confirmed that the helix did not retract and concluded it to be likely due to the blood in the mechanism. There were no noted irregularities that were felt to have contributed to the dislodgement.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. The physician attempted to reposition the lead, however, the helix would not retract. The lead was explanted and replaced. No additional adverse patient effects were reported.